Event description:
It was reported that a spectrum pump displayed "system error 110", during pt care (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 110, which was observed while running a loaded set. System error 110 was confirmed and caused by a failed motor. The failed motor assembly was replaced.